Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a clinical had a general complaint the programming errors occurred where the dose amount was incorrectly entered in the rate field. No specific details were provided and the patient impact was not provided by the initial reporter.

Event description:
It was reported that a clinical had a general complaint the programming errors occurred where the dose amount was incorrectly entered in the rate field. No specific details were provided and the patient impact was not provided by the initial reporter.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of a programming error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.